Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no physical damage. A functional evaluation was performed on the returned device and found a cassette insertion/pressure offset error. Further evaluation revealed defective pressure transducer. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include pressure transducer malfunction or the latch keeper wear. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a tka, the dyonics control unit flow was high and more saline was getting. The device showed an ¿insertion/pressure offset error¿ immediately after turning on the machine, but if a cassette was inserted and turned on again, the error did not appear. The procedure was completed without surgical delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).